Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy fluid. On the same day, the patient was hospitalized for the peritonitis. On the same day the patient began treatment with cefazoline (2 g/day) and gentamycin (80 mg/day) for a total of eleven days. On the next day, after discontinuing the treatment with cefazoline and gentamycin, the patient began treatment with vancomycin (1 g/day) and amikacin (300 mg/day) for a total of nine days. Dianeal therapies were ongoing. The patient was discharged from the hospital after eleven days and was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.